Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon closed the jaws on vascular tissue, but was unable to fire the stapler. He was unable to open the stapler to remove it from the patient. The surgeon used clips on either side of the stapler jaws and used scissors to cut the tissue. Another like device was used to complete the procedure. Case took longer, longer time under anesthesia. Patient has clips in place instead of staples. The tech was unable to open the stapler at the back table. The tech said he eventually broke the handle while trying to open the jaws. There were no adverse consequences for the patient.